Event description:
Per email: outbound. The patient's husband stated that there was an issue with a cassette the other night. The pump said no disposable line and after rubbing the tube it started working again. No further details provided. No injury.